Event description:
Boston scientific received information that this pacemaker detected intermittent loss of capture, pauses and high thresholds on the right ventricular lead. This occurred after the pt had fallen. The pacemaker had programmed raised outputs due to the loss of capture. The physician elected to perform a revision. This lead was surgically abandoned and a new lead was successfully implanted. No further pt effects were reported. The device was being returned for analysis. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.